Event description:
Healthcare professional reported left side capsular contracture with baker grade iii plus sinking of the right nipple. The device remains implanted.

Manufacturer narrative:
Additional information: phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture with baker grade iii plus sinking of the right nipple.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual evaluation:device photograph(s) for the device related to the reported capsular contracture and visibility/palpability was reviewed on july 13,2022. Visual analysis of the photographs identified observed two devices both has biological tissue in the surface of the device, deformation, and red particles in the surface of the shell. Devices not labeled by explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.